Event description:
Additional information received stating that d10w was infusing. The occlusion was noticed within one hour of start of infusion.

Manufacturer narrative:
H10: received: one (1) list# z2600, 12" (30 cm) appx 0.60ml smallbore ext set w/ 0.22 micron air eliminating filter, clamp, rotating luer. Lot# unknown on august 28, 2020 for evaluation. One (1) used list# z2600, 12" (30 cm) appx 0.60ml smallbore ext set w/ 0.22 micron air eliminating filter, clamp, rotating luer (lot# unknown) was received and visually inspected. As received, the filter was filled with prior infusate. No foreign matter was identified. No damage or anomalies were found on the set. An attempt to prime the set with water at gravity pressure was made. The set could not be primed. The 0.2 micron filter was confirmed to be occluded. The probable cause of the occlusion is the filter becoming clogged with infusate solution during use. The directions for use (dfu) states: a filter that clogs during infusion should be replaced. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unspecified date and involved a 12" (30 cm) appx 0.60ml smallbore ext set w/ 0.22 micron air eliminating filter, clamp, rotating luer that the customer reported foreign matter that occluded the filter causing the pump to occlude. The product was used together with cl continu-flo soln set, 2 lav. The customer stated there was a white substance just before the filter that may actually be filter paper. There was patient involvement, however, no report of harm and no adverse event.